Event description:
A family member had cell phone near a high-frequency oscillatory ventilator and the respiratory therapist was unable to get an accurate mean airway pressure adjustment. Once the visitor turned off the cell phone, the respiratory therapist was able to adjust mean airway pressure to desired setting.======================manufacturer response for 3100a high frequency oscillator, 3100a high frequency oscillator (per site reporter)======================known issue that is documented in operator manual